Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A second lens was placed (another za9003 of the same diopter) but the patient's ocular anatomy would not support it. (B)(4). Additional information: device available for evaluation: yes. Returned to manufacturer on: 03/10/2015. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at (B)(4) microscope magnification revealed that one haptic of the lens was broken and a portion was not returned. The other haptic was bent. The lens was cut in half. Also, the visual inspection revealed many stains and some surface residuals on the lens that could be compatibles with handling the lens non-sterile environment. Based on investigation results the probable cause of the conditions of the lens could be related to handling technique during the surgical and/or removal process. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that after a za90030190 was implanted the surgeon noticed the haptic was crimped. The lens was cut out and removed; the incision was not enlarged. In follow up it was learned that an unplanned vitrectomy was performed. A second lens was placed (another z9003 of the same diopter) but the patient's ocular anatomy would not support it. It was removed and an anterior chamber lens was implanted.